Event description:
Caller reported an error with their continuous glucose monitor, citing a problem identified as "cgm error 42." Following this report, technical support provided information on resetting the pump and guided the caller through the reset process. There was no adverse impact on the customer's blood glucose level, as the error did not reappear after the reset, and the caller was able to successfully start a new sensor session.